Event description:
It was reported by a philips field service engineer that a heartstart xl+ had failures that were isolated to the therapy pca and capacitor. There is no indication of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by a philips field service engineer that a heartstart xl+ had failures that were isolated to the therapy pca and capacitor. There is no indication of patient involvement.